Event description:
It was reported that when the device was primed prior to use, air was aspirated when the plunger of the syringe was pulled. There was no reported patient involvement.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a leaking y-site for an infusion set is confirmed and was determined to be supplier related. One 22 ga x 0.5 in. Safestep infusion set with y-site was returned for evaluation. Each luer of the infusion set was functionally tested and pressurized with water using a 12 ml syringe, and leaking was observed at the blue valve of the y-site during attempted pressurization at the proximal luer of the complainant safestep device. Because the blue valved portion of the y-site was observed to be leaking, the complaint of a leaking y-site is confirmed. This complaint will be recorded for future trending and monitoring purposes. The investigation was forwarded to the supplier for further evaluation, and bd is working closely with the supplier to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that when the device was primed prior to use, air was aspirated when the plunger of the syringe was pulled. There was no reported patient involvement.